Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery, and during troubleshooting for the alarm he mentioned that he had been hospitalized for a blood glucose in the 400 mg/dl range and diabetic ketoacidosis. While hospitalized the physician discovered a small gallstone. The customer was treated via IV insulin drip, antibiotics, and fluids. The customer had a chest x-ray and cat scan; he wore the insulin pump during those procedures. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. There were no air bubbles in the line as well. The alarm history did not reveal any unusual alarms. A high pressure test was declined due to lack of a tubing clamp. The patient's current infusion set had a bent cannula; the customer was advised to change their entire set, reservoir and insulin and resume treatment. An infusion set will be returned for analysis. A tubing clamp and replacement set were sent to the customer.